Event description:
It was reported that during a laparoscopic hepatectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 1/30/2025. D4 batch # 261d67. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (a) was returned with two reloads present. The ecr45w reload (c) was received unfired. The ecr45b reload (d) was received partially fired 1/10. In addition, two opened packages code gst45w and gst45b were received. Upon visual inspection, the bailout door was noted to be out of position and missing; however, the lever bailout was damaged. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with the returned reloads (c & d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 261d67, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9ey0h, and no non-conformances were identified.